Manufacturer narrative:
On (B)(6) 2019, mentor received the suspect medical device. The patient underwent replacement with like device, catalog # 3503560. Device evaluation summary: according to the information provided, the patient experienced a deflation on the breast implant. During visual evaluation of the sample it was observed to be intact. Leak testing revealed a tear noted in the posterior aspect measuring approximately 0.1 cm. Microscopic examination of the edges of the rupture revealed parallel striations. No other anomalies were observed. The striations are consistent with markings made by a sharp instrument perforating silicone material. As stated in the product insert data sheet, do not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps or scissors to contact the device during the implantation or other surgical procedures as this can result in rupture. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) patient underwent a breast augmentation revision with a 560cc mentor smooth round high profile saline breast implant and experienced postoperative right-sided deflation, confirmed by a physician. As a result, the patient underwent unilateral removal and replacement with an unspecified mentor saline implant on (B)(6) 2019.